Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port cadiere forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed on the in-house system for testing and passed recognition and engagement. The customer log was reviewed and found no error that indicates recognition failure with the instrument. Fa could not verify the customer reported event. Additional observation(s) not reported by site: the instrument was found to have a broken idler roll gear. The instrument housing was removed, and a piece of broken roll gear was found inside the housing. During a manual articulation of the inputs, the instrument failed to rotate the main tube. It was noted that the broken gear prevented the main tube from articulating. The instrument failed to exhibit intuitive motion during functional testing on the in-house system due to the broken roll gear. The instrument exhibited unintuitive motion due to the broken idler gear. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. When placed on the in-house system, it was observed that the main tube did not rotate when commanded with the manual tool manipulator (mtm) on the surgeon side cart (ssc). With the instrument's wrist and joggle joint bent and commanding the instrument to roll, the instrument's distal end would move in a circle, which appeared to be unintuitive motion, as the circular motion was unexpected, as the expected motion was for the distal end of the instrument to stay in a consistent location and only spin/roll. Additionally, in certain orientations over the range of the roll direction, the instrument's distal tip moved opposite to what was commanded by the mtm. This behavior was observed in the roll direction(s) and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port cadiere forceps instrument was not recognized. The procedure was completed with no reported injury.